Manufacturer narrative:
(B)(4) = jaws. The el5ml device was received for analysis with the jaws closed and with three jammed clips. The clips were removed and the trigger was manually assisted in order to open the jaws. During the testing, the device was cycled and it was noted that one clip was fed into the jaws and one conforming clip was found to be inside the shaft; the formed clip was removed from the shaft, the cycle was completed and the fed clip was formed as intended. In the next actuations, five conforming clips were fed and formed. After clearing the device, no anomalies were noted with the opening and closing of the jaws. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws did not close at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.